Event description:
Reported via clinical study it was reported that cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. On (B)(6) 2026, the patient went to the hospital with two (2) days of left-sided headache, ataxia and diplopia. Most of the patient symptoms resolved by admission. A computed tomography (CT) and a magnetic resonance imaging (MRI) of the brain resulted negative for acute findings. Computed tomography angiography (cta) showed 80 percent right carotid artery stenosis. Neurology was consulted. The patient was started on dual antiplatelet therapy (dapt) and blood pressure control. The outcome of the event was resolved, and the patient was discharged home on (B)(6) 2026.